Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "a left -side deflation ." Device remains implanted. Left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, an opening on anterior, and white particles in shell. Leak test and microscopic analysis was performed which identified: a sharp opening on valve bond edge, crack valve, and air pockets (vv) were observed within the valve to shell bond area, it is out of specification per qa199.06, was identified which is characterized as a workmanship, however, this workmanship is not relationship with the complaint. Based on the device analysis the final assessment is: a sharp opening on valve bond edge assessed as an unidentified (tear) opening. A cracked valve seat diaphragm valve. Air pockets (vv) within the valve to shell bond area, which is characterized as a workmanship, however, this workmanship is not relationship with the complaint. Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported "a left -side deflation ." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported "a left -side deflation ." Device remains implanted. Left side.